Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) no anomalies found. Without a lot number or lead serial number, the manufacturing date cannot be determined.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The c5083 model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) no anomalies found. Without a lot number or lead serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient felt uncomfortable following implant, and had trouble breathing when lifting their left arm. Programming showed "bs, ts, pc" in the atrial channel and the doctor suspected a lead disconnection. During the revision surgery the connection was found to be good and parameters were normal. The physician chose to explant and replace the device and lead. No further patient complications have been reported as a result of this event.